Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope raised transducer tip was found to be missing. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, found a leaking distal end, biopsy channel was leaking, insertion tube crash mark evident at bending section and confirmed the fault; the tip of the ultrasound probe is missing previous experience indicates this damage is typically a result of user handling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.